Event description:
It was reported that during a hals sigmoid procedure, while on the fourth firing, there were no staples. Was an empty load. Pulled another device and continue. No patient consequence.